Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the atrial lead exhibited high thresholds. The lead was not used.